Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report cgm inaccuracies on (B)(6) 2013. It is unknown if the patient was taking any acetaminophen containing medications as the patient reported that he was taking medications but further medication information was unknown. At the time of the call to dexcom technical support, the patient reported that he was in a drug rehabilitation facility, he did not report any medical intervention or injuries, but when asked how he felt on a 1-10 scale (1, not great) he reported that he feels like a 3.